Event description:
Start with sore throat on (B)(6) 2021, got continually worse over next 3 days. Went to (B)(6) on (B)(6) 2021 started antibiotic. Throat tightening (B)(6) 2021. Could not open mouth or swallow antibiotics (B)(6) 2021. Went to primary physician (B)(6) 2021 and she sent me to specialist to lance abscess on my tonsil. Had pick line put in and 4 infusion treatments over next 32 hours. Continued on large dosage of antibiotics for 2 weeks. Loss of work, doctor bills, infusion bills, loss of weight. FDA safety report ID # (B)(4).